Event description:
It was reported that during a da vinci-assisted surgical procedure, the wires pf the prograsp forceps came off, there were no visible contact with other instruments or port. Delay of less than 15 minutes occurred. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.